Manufacturer narrative:
The received device was evaluated and observed no blood on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. Investigation of the device found a tear in the exposed portion of the soft cannula, which allowed fluid to leak out of the device. The exact cause and timing of the tear is unknown.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl), while wearing the pod between 24 and 36 hours on the leg. Hyperglycemia treated by administering a pen injection and applying a new pod.